Event description:
It was reported post implant a realize band, the band was removed due to the inability to tolerate any food or liquids. The patient had lost significant weight and was debilitated and unable to walk or be mobile. Per the patient, she went every six weeks for an adjustment. The first fill was on (B)(6) 2010. She had several other fills. The band adjustment records indicate on (B)(6) 2010, the band was at 9cc, on (B)(6) 2010, it was at 9.6 cc and (B)(6) 2011, it was at 9.9cc. None of the adjustments were performed under fluoroscopy. The patient began to have complications with keeping food and liquids down. Two ccs were removed. The patient continued to have complications with not being able to keep down food or fluids. On (B)(6) 2012, the band was drained completely. The surgeon was only able to withdraw 4.2 cc of fluids. Later that day, the patient states that she was sent to the hospital due to a lack of fluids. Patient reports getting three bags of fluid. The following night, the patient went to the ER and was admitted. One to two days later, the band was removed. During removal, the surgeon could not find the strain relief. Per the patient, she had lost 110 lbs, and has gained 70 lbs since the band was removed. The patient¿s plans are to have a gastric sleeve procedure.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.